Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No lens not returned. Event problem and evaluation codes: evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. No conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4): lens not returned.

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6, -15.00/+1.0/094 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. It was noted while implanting the lens, the lens broke. The lens was removed. No further information.